Event description:
It was reported that k-wires were opened during a procedure and found to be incorrectly labeled. There was additional product available to complete the procedure with no further incident. There was no reported delay or injury to patient.

Event description:
It was reported that k-wires were opened during a procedure and found to be incorrectly labeled. There was additional product available to complete the procedure with no further incident. There was no delay or injury to the patient.

Manufacturer narrative:
Evaluation confirmed that the product was mislabeled and a recall was initiated as a result.this report filed august 7, 2009.

Manufacturer narrative:
This report filed september 30, 2009.